Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.0x12mm nc trek balloon dilatation catheter (bdc) was prepared per the instructions for use; however, the balloon ruptured at a low-pressure during use. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that during advancement interaction with the anatomy and/or other devices resulted in compromising the balloon material thus resulting in the reported material rupture; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported material rupture. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.